Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device stopping was duplicated. Based on the investigation details, the likely cause was problems with the asic and motor, which were each replaced.

Event description:
It was reported that a bilateral compartmental knee procedure was not completed due to a delay in the case when the device stopped working. Another device was used to complete a uni-compartmental knee procedure. No additional anesthesia was needed, and there were no adverse consequences reported as a result of this event. The original planning procedure has been rescheduled.